Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed erosion and sensing difficulties. The ICD was removed and replaced. There was no further patient complications reported as a result of this event.